Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: vnmf3125c173tu, serial/lot #: (B)(4), ubd: 03-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted during an unknown endovascular procedure. It was reported that core lab identified a type ii endoleak from an image that was dated 4 months later, core lab reported no stent ring enlargement, no fractures and no other endoleaks. During following up from the core lab's observations of a type ii endoleak, it was reported the patient passed away just over a year later with no other specific details. The cause of death is undetermined. No additional clinical sequelae was reported and the patient has expired.